Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified procedure, the multifix ultra-s knotless anchor ruptured into dense bone, causing implantation failure. The surgery was completed using a back-up device, and the broken pieces were retrieved from the patient with tweezers. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H2: additional information in b5.

Event description:
It was reported that during an arthroscopic cuff repair procedure, the multifix ultra-s knotless anchor ruptured into dense bone and implantation failed. Surgery was completed placing a back-up device into the originally drilled bone hole. The broken pieces were retrieved from the patient using tweezers. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal body anchor is broken at the neck. The neck was returned on the device and the eyelet was not returned. The sleeve and proximal screw were returned on the device with no defect. The tip of the insertion device is bent. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. The root cause was associated with a component failure. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/disconnection to a control unit. Based on this investigation, the need for corrective action is not indicated.